Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was dropped causing damage to reservoir compartment. Customer's blood glucose was 485 mg/dl. Customer reported that pieces of the reservoir was chipped off and was held together with tape. Customer states that high blood glucose was due to reservoir coming out of reservoir compartment while asleep due to damage. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.